Event description:
Consumer reported complaint for error message (e-5). At the time of the call the customer felt well and did not report any symptoms. Customer stated that 6 or 7 months ago she was getting the error message, and she went to pharmacy to ask them if somebody else was having the same issue. Customer stated she wasn't having symptoms at the time. Customer stated that the pharmacist referred her to the manufacturer. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer stated she had opened the test strips within a month before she got the e-5. Customer no longer had the test strips and was unable to provide lot information.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event being submitted due to customer going to pharmacy due to e-5 error message. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.